Manufacturer narrative:
One device was received for evaluation. The service history review identified that the device had not been serviced in the past. Functional and visual tests were performed. The customer's reported problem was replicated as the device's date had reset to 01-01-2005, as well as alarmed 46011 upon power on. The cause of the problem was a faulty printed wiring assembly (pwa) board. To solve the problem, the pwa board was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a dead clock battery. The event occurred during testing there was no patient involvement, and no patient harm/adverse event reported. Device analysis identified a faulty printed wiring assembly (pwa) board.